Event description:
During the introduction to the procedure the rectal temperature monitor would not read correctly therefore the prolieve unit would not allow the procedure to take place. The catheter was then removed and it was noticed that the compression balloon (prostatic balloon) was not fully deflated and it was a traumatic removal for the patient.

Manufacturer narrative:
No lot number of the device used is unknown; consequently, the expiration date and manufacture date of the device is unknown. Per the additional information from the territory sales manager, the procedure never started and when the catheter was removed it was noticed that the compression/prostatic balloon was not fully deflated. This caused a traumatic removal for the patient. There was no defect noted for the catheter, the doctor deflated the compression balloon before removing the catheter. The probable root cause was user error.